Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and performed a beam alignment. System operates as intended.

Event description:
Customer reports collimator errors and the collimator closed down during a case. No pt injury was reported.